Event description:
It was reported that the patient experienced a change in therapy effect. The symptoms were increased baseline pain near the catheter pathway. A CT scan revealed that the catheter dislodged into the epidural space. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
After additional review, it was noted that the patient experienced ¿withdrawal-like¿ symptoms, which prompted the healthcare professional (hcp) to order a computerized tomography (CT) scan. The CT scan revealed that the catheter had ¿pulled out¿ into the epidural space.

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: unk.

Manufacturer narrative:
(B)(4)